Manufacturer narrative:
The fsr replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) had a blank screen. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The screen appeared black at bootup. The information was present, but it was not illuminating. Using a flashlight, the main screen display on the ccm could be seen in the background. The ccm display did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.